Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump was unable to perform occlusion, prime and excessive no delivery test due to prime alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. The customer also reported the insulin pump was stuck in the prime sequence. Customer's blood glucose was 55 mg/dl. The customer has already treated their for their low blood glucose. Troubleshooting found the customer's drive support cap was sticking out. Troubleshooting was not completed as the insulin pump alarmed compromised force sensor system alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.